Manufacturer narrative:
(B)(4). Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-05186. It was reported the patient experienced a fall and subsequently began experiencing pocket stimulation. Diagnostics revealed low impedance values. X-rays revealed no anomalies. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-05186. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, one the lead tails was found to be slightly pulled out of the ipg header. The terminal lead contact of the disconnected lead was also found to be broken off and lodged in the ipg header. As a result, the doctor decided to explant and replace the patient's ipg. Effective therapy was restored post-op with use of the lead that wasn't damaged.